Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room after experiencing diaphragmatic stimulation. High ventricular capture thresholds were noted and the device was reprogrammed. However, the patient was still experiencing intermittent stimulation. Loss of atrial capture and loss of sensing were noted. A chest x-ray was performed which confirmed atrial lead dislodgement. Related manufacturer reference number: 2017865-2020-04360.